Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced four infusion sets cannula kinked. These events occurred between 31-oct-2024 and 25-dec-2024. These events occurred after three or more hours of insertion. Insertion site was abdomen. Infusion set had been used for two to seven hours. A customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 2102600 - MDR 3003442380-2024-37589- device 1 of 4.